Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage keypad traces. There was no frozen screen noted. The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. The device had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 498mg/dl. The customer treated the high level with manual injection. Troubleshoot was conducted. The customer states the keypad was unresponsive. The customer was advised that the device would be replaced and returned for analysis.